Event description:
It was reported that hematoma occurred 3 days after the implant. Pocket revision was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.